Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The pump was not returned for evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document, ¿introduction¿, lists renal failure, right heart failure, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient passed away due ckd/r sided heart failure. No further information was provided.